Event description:
A repair was performed with medical silicone glue and tape on (B)(6) 2022 and the patient was sent back home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of cosmetic tears in the silicone jacket could not be confirmed as no photos or product was submitted for evaluation. A specific cause for the reported damage to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The submitted log file showed the pump operating above the low speed limit for the duration of the log file. The pump appeared to be operating as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) and driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15jan2013. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ the heartmate ii lvas instructions for use (IFU) section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The patient handbook and IFU also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's caregiver discovered damage to the driveline outer velour sealing along with a small cut to the silicone material underneath. There were no alarms associated with the event. There was plan to repair the driveline during the week of (B)(6) 2022. The patient was advised to not take a shower.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.